Event description:
It was reported that during a sigmoidectomy procedure. The clip was unformed and ejected at the first firing. The firing trigger was pulled and then the unformed clip elected. The doctor commented that the device had not been clamped on a clip or on forceps. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.